Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut and (B) (4) outer insulation breached cut and additionaly both leads had a visual inspection that noted blood in the helix mechanism.

Event description:
It was reported that during implant attempt, there were two "slices" of insulation noted during implant. This was noted post-connection to the device. After the pocket was flushed with antibiotic solution, loss of output was noted. After the lead was removed, insulation breach was noted. Neither lead was implanted. No patient complications have been reported as a result of this event.